Manufacturer narrative:
(B)(4). The valve was received attached to the host annulus. X-ray demonstrated wireform intact. Significant thrombus deposit was present on leaflet 1 at the outflow and inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 6mm at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspect. Host tissue and thrombus restricted leaflet mobility and led to stenosis. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of thrombus was confirmed. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, after an implant of twelve (12) days, the patient's condition suddenly changed. The patient required a percutaneous cardiopulmonary support device and an intra-aortic balloon pump and later expired. Cause of death was myocardial infarction. Autopsy revealed a thrombus formation on the cusp area of the valve as well as on the left ventricular outflow tract and left coronary ostium. Based on the information received the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a patient, implanted with a 19mm aortic pericardial valve, expired after twenty five (25) days due to myocardial infarction. The valve was explanted post mortem. Reportedly, this valve was implanted as an aortic valve replacement to correct aortic stenosis. After an implant duration of thirteen (13) days, the patient's condition suddenly changed. Percutaneous cardiopulmonary support device (pcps) and intra-aortic balloon pump (iabp) were initiated. After an implant duration of twenty five (25) days, the patient expired. Autopsy revealed thrombus formation on the cusp area. Thrombus was also detected on the left ventricular outflow tract and left coronary ostium. The customer commented that the device did not cause or contribute to the event. The valve was returned for evaluation.

Manufacturer narrative:
Additional evaluation was performed which found: during the examination of the valve, it was found that the valve was apparently removed together with the surrounding tissue and the valve was remaining in the aortic annulus. Approximately a half of aorta was trimmed off from outflow (aortic) side perspective. Almost the entire outflow (aortic) surface of leaflet 1 (l1) was covered by dark brown dense thrombotic material. Similar thrombotic material was observed on l1 from inflow (ventricular) side of the valve. Leaflet fusion by fibrin was also noted on l1 and l2 on commissure 2 (c2) segment. Similar fibrin deposition was evident on c3 and the shoulder areas of c3. No appreciable host fibrous (pannus) tissue was evident on the bioprosthesis. No leaflet tissue calcification was detected by x-ray imaging. Based on the information received and results of device evaluation the root cause of the event remains indeterminable.